Event description:
The customer reported that they received an erroneous result for one patient sample tested for total protein. The original plasma tube sample initially resulted as 7.59 g/dl and this value was reported outside of the laboratory. The customer noticed that the syringe for the c fitting was loose, so the customer tightened the syringe and decided to repeat the sample. The serum tube from the same draw was tested and resulted as 6.0 g/dl. The original plasma tube was also repeated on (B)(6) 2012 and resulted as 6.28 g/dl accompanied by a data flag. The customer believed the repeat value to be correct. The patient was not adversely affected by the event. The total protein reagent lot number was 64933301 with an expiration date of (B)(6) 2012. The field service representative determined that the issue was caused by the loose syringe. He stated that the customer corrected the problem prior to his arrival. He ran precision testing.